Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jul-09. It was reported that the device did not help their left side and it was due to an unrelated hip surgery and diagnosis. The patient noted that the next action to resolve the issue is to remove the system in the upcoming fall season. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the therapy never really worked to treat the pain the ins was implanted to help treat. The patient reported that seven months later they moved the device lower on their back next to their hip. They reported that two months later they decided to move the device up toward the patient¿s bra line. The patient stated that both leads were initially placed on the right side and it did not work, so the leads were moved to have one on the left and one on the right. The patient reported the left side had a problem. The patient was sent healthcare professional (hcp) listings. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Analysis of the ins found an overdischarge. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge{s}. Analysis of the lead (serial# (B)(4)) found that the lead body was cut through and the product was segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977c265 lot# serial# (B)(6) implanted: explanted: product type lead product ID 3708160 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type extension product ID 977c265 lot# serial# (B)(6) implanted: explanted: product type lead product ID 3708160 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported in 2016 she had an ins implanted. The patient stated the first ins was in middle of back and too high and equipment didn't reach because had fusion in past so moved ins and put next to left hip and was in so much pain but didn't know at the time that she had avascular necrosis and hip had collapsed so moved under arm and patient couldn't stand it so took x-ray of hip and saw that the hip was collapsed so left ins in and replaced left hip and waited one year and than they were able to take out ins but left lead/extension in (it should be noted that this is a contradiction as the lead/extension were explanted) and now had right hip done and now cant walk however this is nothing to do with equipment. Patient reported that back in 2018 she thinks is when they took out ins. Pt states the device never did work for her. The patient reported that the healthcare provider (hcp) had moved around the ins three times.

Manufacturer narrative:
Concomitant medical products: product ID 977c265 serial# (B)(4) product type lead product ID 3708160 serial# (B)(4) implanted: (B)(6) 2017- product type extension product ID 977c265 serial# (B)(4) product type lead product ID 3708160 serial# (B)(4) implanted: (B)(6) 2017- product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-15 indicating that the product would be returned for analysis. No further complications were reported/are anticipated.